Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), at last follow up in september 2005 was at 3.14 volts with a charge time of 6.7 seconds. Recent follow up shows that the device was at 2.62 volts with a charge time of 7.8. Voltage at implant was 3.2 volts. A guidant technical services (ts) consultant recommended demonstrating beeping tones for the patient, so they can recognize when the device has reached elective replacement indicator (eri). It was also recommended that follow ups be increased from every 6 months to every 3 months. No adverse patient symptoms were reported.